Event description:
Device malfunction: stent fracture. Symptoms / ae: neck hematoma and swallowing problems. Time of malfunction: after post-balloon dilatation. The following event was noted through a periodic article review. It was reported that during a right internal carotid artery stenting procedure, in a heavily tortuous and calcified lesion, after post-dilatation with a non-abbott balloon 5.5x20mm at 12 atmospheres (atm), post-procedural angiogram showed extravasation of dye and fractured stent struts. Post-procedure, the pt experienced a hematoma, 5 x 6 cm on the right side of the neck along with some swallowing problems. The swallowing problems resolved within 12 hours and the hematoma was significantly reduced within 24 hours. Six weeks post-procedure, a duplex ultrasound showed good patency of the stent. Abbott vascular clinical review found no indication of fractured stent struts. The appearance of a stent fracture can be explained by the open cell structure of the rx acculink stent. There was no additional info provided.

Manufacturer narrative:
(B) (4). (B) (4). This report involves an event noted in an article: najibullah habib, et al; "acute fracture of acculink carotid stent during post dilatation" published catheterization and cardiovascular interventions 74:1107-1109 (2009). Evaluation summary: the product was not returned for analysis. There was no device malfunction or product deficiency related to the rx acculink device reported during inspection prior to use and delivery system preparation. Abbott vascular clinical review found no indication of fractured stent struts and indicated that the appearance of a stent fracture can be explained by the open cell structure of the rx acculink stent. The rx acculink stent is an open cell stent strut design that allows for independent ring expansion. The vessel was reported to be heavily tortuous and calcified, which may have obstructed a ring from full expansion in comparison to the adjacent stent rings. There was no device malfunction or product deficiency related to the rx acculink device reported during the embolic protection device delivery and stent implantation. Only after post-dilatation with a non-abbott catheter, hematoma and perforation symptoms occurred. It is possible that circumstances of the procedure contributed to the event. It appears that operational context of the device contributed to the incident. Product performance engineering will monitor the incident circumstances. As part of the mfg quality process, all rx acculink devices undergo 100% visual inspection in the mfg process at abbott vascular. The lot history records (lhr) for this product and similar incident query could not be reviewed because the lot number was not reported.